Event description:
It was reported that there was a system failure. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, the top case corners were chipped and the bottom case was cracked by the l-bracket and right plunger case. Visible contamination was found around the bottom case gasket. Functional evaluation included a power up process, audio test and occlusion test. Error code for primary audible alarm background test was found in the device event history log. Results: the customer reported event was not duplicated as no primary audible alarm occurred and no damage was found with the speaker during the investigation. Root cause of the reported event and who caused the event is unknown and cannot be determined. Preventively, the speaker was replaced, a power up process, preventive maintenance, audio test and all functional tests were performed and passed, no problem was found. A CAPA was opened for the primary audible alarm background test issue which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000, h4: correction: device manufacture date: updated.